Event description:
It was initially reported to bsc/target that during the procedure the gdc 10-ultrasoft stretch resistant coil synerg detection circuit felt gritty in the catheter and was difficult to move. Removed from the catheter having never been out of the catheter tip and procedure completed with another coil of the same size. Continuous flushing had been performed, the guidewire was removed as a unit. According to the physician the event was probably related to the device. Procedure successfully completed with another coil. Upon evaluation of the device on april 2002, it was found that the gdc 10-ultrasoft stretch resistant coil synerg detection circuit was returned broken in two pieces; therefore, the decision was taken to make this incident an MDR.